Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous lesion in the distal left anterior descending coronary artery. A 3.25x8 mm nc trek rx balloon delivery catheter (bdc) was intended to be used for post-dilatation of a previously implanted xience alpine stent in the proximal lesion; however, during removal of the nc trek rx bdc from the packaging hoop, the proximal shaft separated. A bend was observed on the packaging hoop. The nc trek rx bdc was not used, there was no patient involvement. A new same size nc trek rx bdc was used for post-dilatation of the previously implanted stent in the proximal lesion. The procedure was successfully completed with implantation of a 2.5x12 mm xience alpine stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The packaging damage and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported packaging damage; however, the separation appears to be related to circumstances of the procedure.